Event description:
It was reported that the bever male catheters gave the patient urinary tract infections, but then did not give any more details. Per follow-up via phone on 06oct2021, it was reported that the complaint had nothing to do with urinary tract infection. Patient tried a different intermittent catheter and found them difficult to use, not an improvement from what was using. Also stated that patient returned to the catheter what they were used, and things were fine.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "outside diameter is too large rough or irregular shape protrusions". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the intermittent catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the bever male catheters gave the patient urinary tract infections, but then did not give any more details. Per follow-up via phone on (B)(6) 2021, it was reported that the complaint had nothing to do with urinary tract infection. Patient tried a different intermittent catheter and found them difficult to use, not an improvement from what was using. Also stated that patient returned to the catheter what they were used, and things were fine.